Manufacturer narrative:
No complaint was received with the return of the device. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Visual examination found an external insulation abrasion breaching the outer insulation located proximal to the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or features of patient anatomy. The other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.